Event description:
It was reported that patient had difficulties manipulating their inflatable penile prosthesis (ipp) pump. Physician states he had trouble activating the device. Implant was successfully activated.